Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: literature article: "catastrophic failure of a metal-on-metal total hip arthroplasty secondary to metal inlay dissociation". After review of the article: patient had a primary metal-on-metal total hip arthroplasty approximately 4 years prior to the hip revision. Surgeons indicated that implant component position was acceptable. Presented reporting hip pain. Examination demonstrated squeaking throughout range of motion. Radiographics indicated no component loosening, but did identify that the metal insert had disassociated from the cup, rotated approximately 90 degrees, such that the inferior pole of the liner was abbutting the femoral neck. Intraoperatively, extensive metal debris and metallosis were identified. The liner was noted to have severely notched the femoral neck greater than 50% of the neck's diameter, because of how it was abutting the stem in its disassociated orientation. Upon removal of the femoral component by extended osteotomy, significant osteolytic and erosive changes were identified in the proximal femur. The acetabular component revealed a "large pie-shaped defect in its superior aspect" where the head had eroded through the cup, as well as significant burnishing in the superior half. Extraction of the cup revealed significant bony retroacetabular defects with pervasive metallosis. Final conclusion: rapid and catastrophic wear of the femoral trunnion and acetabular shell secondary to metal inlay dissociation, causing significant metallosis and subsequent destructive osteolysis of periprosthetic bone. Reported cup and liner for implant disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Literature article: "catastrophic failure of a metal-on-metal total hip arthroplasty secondary to metal inlay dissociation". After review of the article: patient had a primary metal-on-metal total hip arthroplasty approximately 4 years prior to the hip revision. Surgeons indicated that implant component position was acceptable. Presented reporting hip pain. Examination demonstrated squeaking throughout range of motion. Radiographic's indicated no component loosening, but did identify that the metal insert had disassociated from the cup, rotated approximately 90 degrees, such that the inferior pole of the liner was abutting the femoral neck. Intraoperatively, extensive metal debris and metallosis were identified. The liner was noted to have severely notched the femoral neck greater than 50% of the neck's diameter, because of how it was abutting the stem in its disassociated orientation. Upon removal of the femoral component by extended osteotomy, significant osteolytic and erosive changes were identified in the proximal femur. The acetabular component revealed a "large pie-shaped defect in its superior aspect" where the head had eroded through the cup, as well as significant burnishing in the superior half. Extraction of the cup revealed significant bony retro-acetabular defects with pervasive metallosis. Final conclusion: rapid and catastrophic wear of the femoral trunnion and acetabular shell secondary to metal inlay dissociation, causing significant metallosis and subsequent destructive osteolysis of periprosthetic bone. Reported cup and liner for implant disassociation.